Event description:
Same case as: 2134265-2009-02498. It was reported that during a percutaneous coronary intervention and rotational atherectomy procedure, a guide wire detachment occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous mid left anterior descending (lad) coronary artery. The physician was attempting to ablate the lesion with the 1.50 mm rotalink plus and floppy rtw guide wire using a maximum rotational speed of 200,000 rpms, however, under fluoroscopy, the physician suspected the floppy rtw guide wire "broke" in the distal lad. The physician removed the floppy rtw guide wire and rotalink plus outside the patient's body and noted that 3 cm of the floppy rtw guide wire had detached inside the patient. No attempts were made to remove the detached wire fragment from inside the patient. The physician noted that the distal lad was very narrow and calcified. It is the physician's opinion that the tip of the floppy rtw guide wire became trapped in the distal lad and, combined with rotation of the device, the wire knotted and broke. No further patient complications were noted and the patient's status was reported as "no problem".

Manufacturer narrative:
It is indicated, the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).